Event description:
It was reported that during an implant procedure, the lead was implanted and connected to the implantable pulse generator (ipg) but the ipg was not working. The connection was attempted several times but the ipg still did not work. Another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.